Event description:
In 2007, it was reported to boston scientific corp that an endoscopic retrograde cholangiopancreatography procedure using an ultratome xl sphincterotome was performed. According to the complainant, as the device "exited the scope, before use in the pt," the physician discovered that the cut wire was broken. A second ultratome xl sphincterotome was used to complete the procedure. At the conclusion of the procedure, the pt's condition was reported as "ok." Note: the event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device, which was completed on september 24, 2007, revealed an MDR-reportable device malfunction. This medwatch report is being submitted based on the evaluation results.

Manufacturer narrative:
Visual examination of the returned device revealed: the cutting wire was bent and broken approx 24 millimeters from the distal pierce hole; and the broken ends of the cutting wire had a melted and blackened appearance, indicating that excessive current flowed through the device (see figures 1& 2). A functional evaluation confirmed that, actuation of the device handle resulted in a corresponding movement of the cutting wire. Electrical continuity of the cutting wire was confirmed to be intact between the device connector and the proximal segment of the cutting wire. The cause of the excessive current is unk, although possible causes include improper tome positioning, allowing the cutting wire to contact the endoscope, resulting in a short circuit, and excessive power applied to the cutting wire due to improper generator settings. A review of the device history record was performed on the pertinent lot; no anomalies were noted. A search of the complaint database revealed no additional complaints have been recorded for the same lot. The august 2007 15-month ultratome xl sphincterotome product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.